Event description:
The patient had primary left knee surgery on (B)(6) 2025. On (B)(6) 2025, the patient had pain due to an mcl injury. At about 1 year after the primary, the surgeon converted the patient from a sphere knee to a hinge knee by revising the tibial tray, insert and femoral component. The surgery was completed successfully. The hinge yoke screw was inserted using a manual medacta screwdriver and forced into place with a mallet instead of the prescribed 6 nm torque limiter. On (B)(6) 2026, the patient presented due to a gmk hinge yoke screw that had unscrewed, causing knee instability. The surgeon revised the liner, implanting a liner of the same size and screwed the yoke screw with the correct torque driver. No problems were detected on the other implants during the revision.

Manufacturer narrative:
Preliminary analysis performed by r&d department: based on the available information, the yoke screw loosening appears to be related to a deviation from the recommended surgical technique. During the conversion from a sphere knee to a hinge knee, the hinge yoke screw was not tightened using the prescribed 6nm torque limiter, and therefore, the required torque may have not been achieved, resulting in insufficient preload. In addition, the screw was impacted with a mallet, which may have caused damage to the screw and/or housing threads, further compromising proper thread engagement. Insufficient tightening torque, possibly combined with thread damage, is considered the likely cause of the screw loosening. Batch review performed on (B)(6) 2026: lot 2343639: (B)(4) manufactured and released on 1-mar-2024. Expiration date: 2029-02-17. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the available information, the mechanical cause of the yoke screw loosening is insufficient tightening torque, caused by the use of a manual screwdriver instead of the prescribed torque driver. The investigation did not identify any manufacturing-related issue or systemic deficiency.